Event description:
Patient reported to patient services on 6/21 /12 that after his implant on (B)(6) 2012 his ra lead fell into the rv. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).